Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation from the lifevest. The patient reported that the equipment was sitting on his incision and caused a blister to form. It was reported that the blister was open and bleeding. The patient was on blood thinners and has fragile skin. There was no alleged device malfunction contributing to the irritation. It was reported that the patient removed the lifevest and was prescribed a biopatch for the irritation. The patient's skin irritation improved.